Event description:
The manufacturer received information from uno legal litigation in reference to a repaired /recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening) and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation has been completed on 04/23/2025 and section h11 report should be: the manufacturer received information from uno legal litigation in reference to a repaired /recertified dream station CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening) and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to manufacturer service center. During the device evaluation, the technician confirmed no particles in the air path and secondary findings was observed. During evaluation there were no error codes observed. The manufacturer service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box d: device avail. For eval and date returned have been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.